Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product retains analysis. ¿ trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. ¿ trending analysis for the product code of ''load not recalled" was reviewed from july 2014 through june 2015 and no significant trend was found. ¿ trending analysis by lot number was reviewed from 06/07/2015 to 07/17/2015 and trending was not exceeded. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The suspect positive cyclesure® bi was not returned for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. A duo cycle test pack was used for an express cycle. The bi was incubated for 24 hours. After sterilization the chemical indicator changed color correctly. There was no problem with storage of the product. The load included one (1) davinci endoscope which was released and used on a patient before the results were confirmed. There was no report of injury or harm associated with the issue. This event is reported to the FDA since the load was released and used on a patient before the cyclesure® 24 biological indicator results were confirmed.

Manufacturer narrative:
\Device has been requested, but has not yet been returned. Device evaluation is anticipated. (B)(4). The device history record was reviewed, which indicated there were no non-conformances or manufacturing anabolies related to the reported event. The device met specifications at time of release. Per instructions for use (IFU) of both sterrad® 100nx and cyclesure® 24 biological indicator (bi), the test pack configuration of the biological indicator is stated as intended for use with the duo cycle. In this case, the test pack bi was used with the express cycle. The customer was informed of correct use of duo cycle test pack biological indicator. The ifus were reviewed and found to be adequate. A definitive root cause for the reported event could not be determined with the information available.